Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user's hearing performance is affected after a trauma to the head. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance is affected after a trauma to the head.

Event description:
The user's hearing performance is affected after a trauma to the head.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to reported mechanical impact appears very likely. In addition in situ measurements show up to three channels with high impedance already before the reported impact due to undetermined reasons. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.